Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. One day post filter deployment, it was alleged that repeated x-ray examinations showed that the filter struts were allegedly entangled and the filter was allegedly tilted. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The struts of the filter appeared to be tangled on deployment. The next day, x-ray examination showed the struts remained entangled, and that the filter appeared to be shifted in position. Therefore, it was felt that the filter was incompletely deployed and recommended to be removed. The right internal jugular vein was cannulated, and a sheath was then passed without difficulty. Then a long guide wire was passed down to a level just above the filter and an angled vertebral catheter was advanced down past the filter. A venogram was performed which showed that the filter was indeed tilted and that the filter was below the level of the right and left renal veins without evidence of thrombosis or anatomic abnormality. Then an introducer sheath for retrieval device was passed and the tip of the sheath was positioned 3cm above the filter. The retrieval device was passed down the introducer sheath and the cone were projected out of the sheath, and the whole system was advanced down on the stem of the filter. After that, the sheath was pushed down over the cone and filter stem, locking it in. Then the rod was pulled back and the filter was retrieved out of the introducer sheath. A follow up venogram was performed which showed no evidence of extravasation and thrombosis. The introducer sheath for retrieval device was removed and sheath with dilator for another filter was advanced for filter deployment. Therefore, the investigation is confirmed for the reported tangled filter limbs and filter tilt. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. One day post filter deployment, it was alleged that repeated x-ray examinations showed that the filter struts were allegedly entangled and the filter was allegedly tilted. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.